Event description:
The pt contacted nephron pharmaceuticals corporation on (B)(6) 2014, regarding a reportable malfunction of no aerosol production that was reported as associated with the use of the ez breathe atomizer. The pt reported that he required medical treatment at the hospital after the atomizer failed to function. During a follow-up phone call on (B)(6) 2014, the pt reported that the atomizer did not produce a mist to alleviate his asthma symptoms. He added that the solution dripped out of the front of the atomizer. The pt stated that he cleaned the atomizer according to the product's instructions. The pt used the device three times successfully; however, the device failed to function during his fourth treatment. The pt is a 43 year old male with a past medical history that is significant for asthma. He is a former smoker. The pt reported that a wood fire near his home exacerbated his asthma.